Event description:
It was reported that the fiber broke/fractured in two places outside of the scope when the laser pedal was depressed. Settings is on bladder stone. The issue found during laser of bladder stone procedure. The device was replaced with a different fiber and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation. "Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The subject device was returned in a box with a footswitch and other fibers. The distal end of the fiber was confirmed to be unused and the proximal end showed no physical damage. The fiber was confirmed to be broken and burned at the point of breakage. No other physical defects of the fiber were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The fiber was intact and tested for transmission efficiency just prior to packaging. Based on the results of the investigation, excessive bending force due to mishandling during use likely stressed the fiber causing fracturing or breakage. Olympus will continue to monitor field performance for this device.